Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. No conductor wire insulation damage was observed. Electrical continuity test failed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.089¿ - 0.160¿ in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during central processing, the tip of the fenestrated bipolar forceps instrument was broken. There was no report of patient involvement.